Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that customer had been experiencing both high and low blood glucose. The caller reported that the customer's blood glucose would be around 45 mg/dl but the insulin pump would not stop delivering insulin. The caller also reported that the customer had experienced a low blood glucose of 54 mg/dl and 48 mg/dl. The caller reported that they would treat the low blood glucose with soda and food. The caller reported that they would treat the high blood glucose with a bolus from the insulin pump. Troubleshooting was performed on the insulin pump. The device passed the basic occlusion test. The device will not be returned for analysis.